Manufacturer narrative:
Reported event: cpci motion control assy rio2.2 tha2.1 unusual light patterns on 208306 frontside cards (crisis not loading). Method & results: device evaluation and results: device evaluation was performed and the cpci motion control assy rio2.2 tha2.1 event was confirmed. Device history review: a review of the DHR associated with rob 310 found qips passed with no notes or comments. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the cpci motion control assy rio2.2 tha2.1 unusual light patterns on 208306 frontside cards (crisis not loading). There have been no other events for the referenced catalog number. Trend request for this part number has been submitted (trend request #813). Conclusions: upon receipt, the device was evaluated per tsp-0020 cpci motion control assembly and the reported event was confirmed. The cpci motion control assembly was repaired by a field service engineer and the defective f17 computer was returned to stryker mako for analysis. All testing was successfully completed per the fru test matrix for the replacement of the cpci motion control assembly; the device was repaired at the customer site. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request (B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Prior to burring, the rio displayed error messages. Trouble shooting was performed by mps and outside clinical support and field service was called for further assistance. It was determined the case could not continue as planned. During this time, the patient was draped and anesthetized for the surgical procedure and the case was delayed about 15-20 minutes. Patient woken from anesthesia and returned to post-op suite to reschedule surgery.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Prior to burring, the rio displayed error messages. Trouble shooting was performed by mps and outside clinical support and field service was called for further assistance. It was determined the case could not continue as planned. During this time, the patient was draped and anesthetized for the surgical procedure and the case was delayed about 15-20 minutes. Patient woken from anesthesia and returned to post-op suite to reschedule surgery.